Manufacturer narrative:
Batch review performed on 18 march 2019: lot 187479: (B)(4) items manufactured and released on 13-sep-2018. Expiration date: 2023-08-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by r&d project manager: the long smooth pin used during the femur sizing have been used in combination with motorized device. The pin is not suitable to be motorized since it is not provide with cut edges and threaded feature. In this case, signs of damage are visible on the tip of the pin due to improper use. The blockage of the pin into the drilling guide was probably caused due to excessive force applied to allow the pin insertion; in this situation, overheating is generated due to the friction between the pin and the drilling guide with the risk of cold welding phenomenon.

Event description:
During the primary knee surgery and while sizing the femur, the smooth pin began to disintegrate and became wedged inside the femoral sizing guide. It is unknown if any metal shavings from the pin fell inside of the patient. The surgeon already had two pins placed into the sizing guide and was able to slide the cutting block onto the pins and size the femur. This issue caused a 2-minute delay in the case and the surgery was completed successfully. A motorized instrument was used to insert the pin.